Event description:
It was reported that the patient presented to the emergency department with a fever. Upon review, the patient's pacemaker pocket appeared to be red and infected. The whole pacemaker system was explanted. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.